Event description:
It was reported that a malfunction alarm occurred, specifically due to a momentary power loss to the vibrator motor. There was no reported impact to the customer¿s blood glucose level. The customer received information on how to reset the pump and was assisted by technical support in performing the reset.